Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receiving additional information of the reported event, it was determined that the product was not involved in the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 814510110, hfn lag screw 10.5mm x 110mm; lot#: tc1132310a. Item#: 814501080, hfn a/r screw 80mm; lot#: sp1122280f. Item#: 814511180, hfn 130 deg 11mm x 180mm; lot#: 748660. G2: foreign: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip fracture surgery approximately seven (7) years ago, subsequently, the patient is able to palpate the lag screw through the skin and was causing the patient discomfort. The patient underwent a revision surgery on and unknown date and all implants were removed.